Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: does not power on after strip insertion, which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Information: age and gender is unavailable.